Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump was constantly beeping. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the audio tone functioned normally. Investigators were unable to duplicate the reported audio issue.